Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient information was not populating in trauma bays. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the patients were not appearing on the 1traumk1 station unless searched using the facility search. A technical support specialist checked the server, identified a sync issue, and found that show preadmission settings were disabled on 1traumk1, 1traumk2, and 1traumk3 stations. The technical support specialist advised the customer to enable the show preadmission setting to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.